Event description:
Customer reportedly obtained results of 190mg/dl, 177mg/dl, 164mg/dl, 175mg/dl, and lo (less than 10mg/dl) on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.